Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's entire left hip construct was revised 16 days after implantation. A 52mm cluster hole shell with 2 screws, 36d liner, 36 -5 ceramic head, and 5x108 stem were revised to a 60mm cluster hole shell with 7 screws, an adm/mdm liner construct, 28 +0 metal head, and a 6x111 stem. Update (B)(6) 2018: rep reported that patient was revised due to movement of the shell (described as having spun in acetabulum). Surgeon decided to implant a larger shell and revise the rest of the construct to suit. There are no allegations against the liner, head, or stem. Rep reported that no further information will be released by the hospital or surgeon.